Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt made a mistake which caused a break in aseptic technique; further described as a touch contamination (not further specified). Subsequently the pt experienced peritonitis manifested by cloudy effluent, fever, and abdominal pain. The pt was not hospitalized for the event. On an unreported date (same month as onset), the pt was treated with unknown antibiotics, ip-intraperitoneally (dose and frequency unknown). On an unreported date the pt was retrained on proper aseptic procedures for pd therapy. On an unreported date, the pt was recovered from the peritonitis event and dianeal and extraneal therapies were withdrawn. No further information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.